Event description:
It was reported that when using the pyxis medstation es system, it encountered a remote manager malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was ineffective due to a missing screw in the locking mechanism. A field service engineer successfully installed the missing breakaway nut and re-crimped the latch harness on the remote manager to address the problem. The system functioned as intended after the field service engineer had troubleshot the device. A field service engineer confirmed that there was a delay in dispensing medication to the patients.